Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device was cutting out. Showing a black screen. The issue occurred, during set up/inspection for use. For an unspecified procedure. There were no reports of patient harm.